Manufacturer narrative:
Additional information was reported in november 2015 that after the ICD delivered two shocks, the code 1003 was displayed again. Another memory download was sent to boston scientific engineering for review. Data analysis revealed that this time the battery did appear to be depleting more quickly than expected. It was also determined that this ICD had received a total of 1770 magnet exposures since implant; however, it does not seem that the magnet exposure had triggered the code 1003 unlike the previous times it was displayed. It was confirmed that the ICD had a week of remaining longevity and immediate device replacement was recommended. No adverse patient effects were reported. An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) heard tones being emitted from the device while in the hospital for rehabilitation. The ICD was interrogated and a code (1003) was displayed indicating that the battery voltage was too low for the projected remaining capacity. All lead measurements and device diagnostics were in normal range. A memory download was performed and sent to boston scientific engineering for analysis. Initial analysis found that the code was triggered for excessive magnet use and beeper function of the device. It was discovered that the magnet was applied for several hours at a time during the time period leading up to the code 1003 being displayed. The magnet application also resulted in the device to emit tones for a total duration of 2 days, 12 hours, and 24 minutes. The code was displayed after three battery measurements were below 3.025 volts, which occurred during the magnet applications. The battery voltage appeared to have recovered to 3.100 volts. It was also discussed that that device should continue to be monitored closely and to limit the use of magnet exposure. The ICD was interrogated again approximately 25 hours after the last interrogation and no code was displayed. The patient also did not report hearing any audible tones. Over a year later, the code 1003 was observed again and the device memory was reviewed again. It was confirmed that no new code 1003 had been triggered since (B)(6) 2013, which was displayed due to excessive magnet application. It was confirmed that the battery status had recovered and the battery had been depleting normally since that time. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information was received that this ICD was explanted. No additional adverse patient effects were reported. The field representative also reported that the patient was given a magnet for emergency purposes. The patient has deep psychological fear of receiving any shocks so it is suspected that the patient was applying the magnet frequently to avoid receiving a shock. The physician was to speak with the patient about this issue.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A review of the device memory confirmed that (B)(4) code (B)(4) alerts had been triggered since (B)(6) 2013. It was also noted that since implant, this device has had a total of (B)(4) magnet applications. The most recent code (B)(4), recorded on (B)(6) 2015, occurred while a magnet was applied to the device from (B)(6) 2015 to (B)(6) 2015. It was calculated that the device had been exposed to a magnet for a total of (B)(4) days since it was implanted. An additional engineering-level longevity prediction calculation was then completed to assess the rate of battery depletion; although the calculated capacity was lower than expected, the rate of depletion was consistent with energy usage as a result of excessive magnet exposure. The device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis confirmed that the code (B)(4) and depletion of the battery was a result of excessive magnet exposure that occurred while the device was implanted.